Manufacturer narrative:
A thorough investigation was performed to determine the root cause of the reported problem. The investigation was unable to determine the root cause because no parts were replaced and a reassembly fixed the reported problem. The service engineer addressed the customer¿s immediate concerns by replacing a twisted power cable and reassembling the swivel mechanism. The system has returned to service with no similar issues reported.

Event description:
A customer reported the swivel mechanism of their epiq elite ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The engineer evaluated the system and was unable to confirm the reported issue. The system was locking as intended. Philips has started an investigation, and upon completion, a follow up report will be submitted.